Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the respiratory therapist (rt) was called to the bedside because the nkv-330 ventilator was alarming. The alarm was loud and audible, with a flashing red banner reading "technical fault 00007". The rt stated that the ventilator continued ventilating the patient. The rt power-cycled the ventilator, and the "technical fault 00007" alarm message was still activated. The patient was placed on another ventilator. There was no patient harm.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.